Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient's PICC catheter slipped. No other information was provided. Additional information (B)(6) 2023 the patient unconsciously pulls out the catheter when he sleeps at night and it¿s an unplanned extubation. No negative effects on patients.

Event description:
It was reported the patient's PICC catheter slipped. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.